Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was missing data in the history. The patient stated that the pump was not holding all of the programmed boluses in the bolus history. The pump history was reviewed and the pump did not have data from 3 days in the history. This report is made based on the allegation of the bolus history issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2012 with the following findings: a review of the black box history indicated there were no boluses observed on (B)(6) 2012. A normal 10 unit bolus and a 10 unit audio bolus was paired with the meter and successfully performed and both were accurately recorded in the pump history. Unrelated to the complaint, a review of the black box shows the time and date reset to the default setting on (B)(6) 2012, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the battery compartment was found to be cracked and the display screen was discolored and faded. The keypad was also found to be torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. There was contamination found under the key contacts and the contrast button was unresponsive, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.